Event description:
An occlusion alarm was reported by the customer, and the issue had been ongoing for approximately one month. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by changing the cartridge and resuming insulin use, repeating this action for each occurrence of the alarm. There was no additional information available regarding any further outcomes.